Event description:
The user reported that the pad had stopped working.

Manufacturer narrative:
The user reported that the pad had stopped working. Our investigation found a 1/2 diameter burn hole in the pad caused by a broken thermostat terminal. It appears that the pad was used in a clinic on a roller bed which thoroughly abused the pad and eventually broke the thermostat terminal. The clinic was sent a letter warning against the unapproved use of the product.